Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 23july2019. The field service engineer(fse) inspected the device and verified the reported condition. To address the failure, the overlay switch was replaced. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator had light emitting diode (led) error. There was no patient involvement.